Event description:
It was reported that during setup at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, bearings were found to be stuck on the rotor due to corrosion. Corrosion causing excessive friction was identified as a probable cause of the reported overheating.